Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit isn't working properly. Fault 13 and error code 101 confirmed. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the power on fault #13 and error code 101. The fse also stated that the unit not completing boot up process was able to be reproduced. Then, as per service manual, the fse replaced the executive processor board, which corrected the issue. The fse then loaded b.17 s/w and performed full calibration. The unit then passed functional and safety tests according to factory specifications. The unit was returned to the customer and cleared for clinical use. The removed executive processor board was returned to the failure analysis and testing department for investigation. The failure analysis and testing department received an executive processor board with a report the unit has a power failure with error codes 101 /13 and not booting. Performed visual inspection of the executive processor board per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the executive processor board into failure analysis and testing iabp cardiosave test fixture for testing of the reported problem. Performed and tested the executive processor board in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit has a power failure with error codes 101 /13 and not booting. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the executive processor board in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(return to manufacturer date), g3, g6, h2, h11. Corrected field: d4(UDI#). The supplier evaluation states the following: the hi-pot test failed. Replaced components t3, r108, r264, r125, and r188. After replacing the components, retested with hi-pot, fct, and manual tests, all of which passed. The fat dept will retain this part as per procedure 0002-07-d008. The high stress environment under which the supplier performs testing may have led to the failure of the executive processor board.